Manufacturer narrative:
The technician replaced the power control board fuse to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged the bed had no function. No patient impact.